Event description:
It was reported that (1) scg45 was used during a lobectomy procedure. It was reported by the rep that the surgeon was using the scg45 for a thoracic procedure. The green reload had been removed. A blue reload or tr45b was being used to close and divide the biocuns of the lower left lobe of the lung. When the surgeon fired the gun it cut but did not close the bronchus. The surgeon noticed many open staples that were not formed properly. The surgeon closed the broncus with suture. There was no consequence to pt.